Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 533 mg/dl. The blood glucose was 326 mg/dl at the time of the incident. Customer also reported no delivery alarm during prime. Assisted customer in performing a 5.0 unit fixed prime and states that, the insulin exited. Customer stated that she has called because of no delivery in the past and had a no delivery in the morning her pump woke her up. Customer stated that her doctor advised to request a replacement pump. Customer stated that, the cannula is not bent. Customer also stated she changed her infusion set and felt her blood sugar was not going down and took the set off. Customer¿s blood sugar went up to 533 mg/dl. Customer treated for high blood glucose with shot. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. Her blood sugar has risen even though she changed her infusion set and was only correcting with the pump. The insulin pump will not be returned for analysis.